Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications did not populate for multiple patients. The technical support specialist found that the patient had only one current medication. All other prescribed medications had a start time after the initiation of this case. The tss advised the customer to check the patient orders on the device, and if orders were still not present, to have a user move the patient out of the area and then back in to refresh the system. Later, the customer did not experience any issues with the pyxis. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the medication was not populated for multiple patients. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.